Event description:
It was reported that when the patient presented to the emergency room feeling poorly unrelated to the ICD system, the patient went into vt. Multiple shocks did not rescue the patient. Subsequently, the rhythm accelerated to vf. The patient was successfully rescued by an external shock and was fine. Externalized conductors were observed under fluoroscopy. The electrical function of the lead was normal. The lead was capped and replaced.